Manufacturer narrative:
(B)(4). Dexcom labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2017. It was reported that after day 1 of wearing the sensor, the patient started to experience an itchy sensation underneath the sensor adhesive. The patient removed the sensor on (B)(6) 2017 due to discomfort and itchiness. Upon removal of the sensor, the patient noticed a skin rash. On (B)(6) 2017, the patient went to see their doctor and was prescribed keflex to treat the affected area. On (B)(6) 2017, the patient stated that they went to urgent care and was prescribed steroids for 7 days. At the time of contact, the patient was doing good. No additional patient or event information is available.